Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, fluid accumulations around the hip, tissue damage, necrosis and exposure to metal debris reported. The femoral stem remains implanted.

Manufacturer narrative:
The above combination of devices constitute an off label application in the USA.